Event description:
An event involving a 72" (183cm) appx 1.4ml, smallbore ext set w/ anti-siphon valve, clamp, luer lock reported that propofol total intravenous anesthesia (tiva) tubing leaking resulting in less amount getting to patient affecting sedation occurred during infusion. There was patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. (B)(6).